Event description:
The patient was dissatisfied with their vision described as binocular effect. The lens will be replaced at a later unscheduled date.

Manufacturer narrative:
Unknown when the explant will be scheduled. Estimated date in (B) (6) 2010.